Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, but it seemed to be in an odd shape. The physician recaptured the closure device, and a contrast shot was performed. At this point, it was discovered that the patient had a pericardial effusion present. The physician performed a pericardiocentesis, but the effusion did not resolve so the patient was brought to surgery for treatment. The patient is expected to make a full recovery from this event and no other complications were reported to have occurred. It was further reported that during surgery the laa of the patient was ligated. The patient was auto-transfused during the pericardiocentesis.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, but it seemed to be in an odd shape. The physician recaptured the closure device, and a contrast shot was performed. At this point, it was discovered that the patient had a pericardial effusion present. The physician performed a pericardiocentesis, but the effusion did not resolve so the patient was brought to surgery for treatment. The patient is expected to make a full recovery from this event and no other complications were reported to have occurred.